Event description:
Boston scientific received information that a red alert for high, out-of-range (oor) right ventricular (rv) pacing lead impedance measurement was recorded in this implantable cardioverter defibrillator (ICD) and was detected via the patient remote monitoring system. There was also high pacing threshold measurement of 5 volts at 1 millisecond. However, no noise was observed and other lead measurements were normal. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this system continued to exhibit high, out-of-range (oor) pacing lead impedance measurements. This has been an ongoing issue. The patient was brought in for further evaluation and noted that the patient does not pace and no noise was observed. No further intervention was performed and the physician opted to continue monitoring the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.